Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, two ace36e shears failed to work properly. The gen11 generator displayed "blade error" and the first device stopped working. Then, the operator replaced it as instructed by the generator. A second ace36e was connected and the generator displayed the following errors: "tighten assembly" and "change hand piece". The two errors were cleared and the surgeon continued working with the instrument until the active blade broke. The case was carried out and finished by using a third ace36e which showed no issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: did the titanium blade tip fall into the patient? No. Was the tip left inside the patient? N/a. Or was the blade tip retrieved? N/a. How was the tip retrieved? (E.g. Convert to open?; removed through trocar?) Describe how. N/a. If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip? It was not converted to open. Was there a solid tone prior to noticing the broken blade tip? No. Was there an error code produced prior to noticing the broken blade tip? Which error code? Yes: "blade error detected." Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No. Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. Yes. According to the instructions when the "blade error detected" appeared, the device was replaced. The procedure was completed with a new device. The device (a) was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device (b) was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h92815; expiration date: 08/2016; manufacturing date: 09/2011.